Event description:
A ptca procedure was being performed at the percutaneous endovascular therapeutics congress. It included live procedure which were observed. The report states that "the patient died after the procedure." The sales rep was contacted, but there is no additional information available on the believed cause of death or if the advantage kit (which was used during the procedure) was believed to have contributed to the event. No sample is being returned.